Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-04057. Reference MFR report: 1627487-2012-04058. The patient received her scs system, including two leads (with different lot numbers) on (B)(6) 2010. It was reported the patient was having difficulty charging the ipg. It was reported the charger would not find the ipg. A replacement charger did not resolve the issue. In addition, the patient reported the intensity of her stimulation was better after implant, than what she is experiencing now. X-ray did not reveal any anomalies, and the sjm representative found low impedance readings across both leads. The patient was working closely with her physician regarding these issues. It was reported surgical intervention may take place at a future date.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.